Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during a preventive maintenance (pm) site visit, the device was found to have low output. The pbss (plasma blend board) was found to have an old version installed. The reported failure is related to an old version of the pbss board and was replaced along with the fuse holder and a wire loom. Testing was performed to confirm the product and was working correctly. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. As stated, the field service engineer (fse) onsite determined the issue. The identified parts ( (pbdes board) were replaced, and the device was repaired . The device was tested and passed all required testing and specifications.

Event description:
It was reported that during a preventive maintenance (pm) site visit, the device was found to have low output. The pbdes (plasma blend board) was found to have an old version installed. There was no patient involvement on this report.